Event description:
It was reported that a foreign substance/residue was found in the cysto-nephro videoscope air water nozzle and air water channel. There were no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated: d8, h3, h4, h6, h11. The device was returned to olympus for inspection. Based on the results of the investigation, the reported foreign substance/residue in the device air water nozzle and air water channel was no reproduced and was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.